Event description:
Ous MDR - after an implantation period of about 85 months, an insulation failure of the lead was suspected. The lead was explanted, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Next, the received x-ray images were inspected. A conductor cable was found exposed in the area before the rv shock coil. Based on the information available for analysis, it is not possible to determine whether an inside-out or an outside-in abrasion led to this observation. However, based on the position with respect to the atrial lead in the area of the tricuspid valve, an outside-in abrasion is suspected. For a detailed root cause investigation an analysis of the lead itself would be required. Should the device itself become available for analysis, the investigation will be updated.